Event description:
It was reported that the patient has an implantable cardioverter defibrillator (ICD) system which includes a (B)(6) right ventricular (rv) lead. On (B)(6) 2025, the patient presented to the emergency room at the hospital. The patient¿s symptoms were not provided. The patient was admitted and was discharged with prescription of oxygen and antibiotic. On (B)(6) 2025, the patient presented to their cardiologist with symptoms of fever. The patient was transported via ambulance to the hospital. Approximately around (B)(6), the patient was admitted to the hospital for treatment of a staph infection. The patient was discharged from the hospital on (B)(6) with oxygen and antibiotic prescribed. The patient was reported to be recovering. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."